Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow keypad button is intermittently unresponsive requiring several presses to function. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is reportedly no adverse event associated with this complaint. This complaint is being reported due to allegation of keypad malfunction that remained unresolved.

Manufacturer narrative:
Follow-up # 1 06/28/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was fully intact without peeling or visible damage. The contrast keypad button responds appropriately when pressed. The up arrow, down arrow and ok keypad buttons all have intermittent response when pressed. All keypad buttons have normal spring back or click. The keypad was removed to investigate revealing evidence of contamination under all the contact buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.